Manufacturer narrative:
Unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked. This occurred during patient use. It was stated that the leak was noticed between a baxter extension set and a non-baxter tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.